Event description:
Device failed on a patient. Errors 10, 12, and 33 during the preuse check. All errors point to pc1771 board. Replaced pc1771, reinstalled software, tested and placed back into service. No further problem were noted.